Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had inadvertently been using an old 1250 pump for the last two weeks. On the evening of (B)(6) 2014, blood glucose (bg) rose to over 600 mg/dl, with nausea/vomiting, disorientation, possible seizure, and diabetic ketoacidosis. The patient was taken to the emergency room, treated with IV saline and insulin via pump, and was released the next day. Cs did not identify any concurrent medication or health condition which may have contributed to the event. Customer support (cs) advised patient to discontinue this pump, but patient resumed using the old 1250 pump again after being discharged from the hospital. This complaint is being reported because the patient experienced hyperglycemia and the pump cannot be ruled out as causing/contributing to the hyperglycemic event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.